Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred between 4:30-5pm on (B)(6) 2016. At this time the patient obtained blood glucose results of 400mg/dl with the subject meter. The patient manages their diabetes with insulin pump therapy and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue, taking 7 units of humalog insulin as a result of the subject meter reading. The patient stated that 1 hour after the alleged product issue occurred they were found unresponsive and unable to communicate by their grandson. The patient's grandson measured the patient's blood glucose and obtained a blood glucose reading of 500mg/dl with the subject meter. The patient's grandson then stopped the patient's insulin pump from dosing as he understood these symptoms to indicate the patient was experiencing a low. The patient's blood glucose was checked 15 minutes later and a result of 70mg/dl was obtained. The patient's grandson then checked the patient's blood glucose again 5 minutes later and a result of 231mg/dl was obtained. At this point the patients grandson gave the patient a glucose tablet as he was concerned. The patient remained unresponsive so the patient's grandson called the emergency medical services (ems) at 6:30pm on (B)(6) 2016. The patient's blood glucose was measured on the ems's device and a result of 231mg/dl was obtained. In response to this the ems gave the patient a glucagon injection and the patient was observed to have stabilized within an hour. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to walk through a control solution test. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them developing symptoms which led to them to require treatment from a healthcare professional which was consistent with serious hypoglycemia.